Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited reproducible noise on the rate/sense (r/s) channel causing inappropriate shocks to be delivered. The noise also inhibits pacing. Daily measurements reported impedance measurements less than 200 ohms and greater than 3000 ohms with normal pacing thresholds and r-wave measurements. During lead revision, it was noted that the right ventricular setscrew was not tight. Upon tightening the setscrew, the impedance was 700ohms. A medial subclavian x-ray was performed to investigate the possibility of a crush. The physician electively decided to replace the ICD. There are no allegations against the function of the device.